Manufacturer narrative:
B4.date of this report 19 may 2025. G3.date received by the manufacturer? 19 may 2025. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Event description:
Senseonics was made aware of an incident where reported inaccuracy in sensor readings. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported inaccuracy in sensor readings. As per the case information the sensor site was tender and leaking blood and fluid after insertion. The user was advised to keep the area clean and apply antibiotic ointment bacitracin or neosporin several times a day and see if gets better in 2-3 days. At this time, the sensor inaccuracy can't be determined whether it was related to the insertion site or early day wear/settling of the system, due to limited data.